Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound from the device, poor performance and non-auditory stimulation. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.